Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and review of the alarm log were performed. A review of the alarm log identified an occurrence of an f-94 alarm. The f-94 alarm was determined to confirm the reported condition. The cause of the f-94 alarm was determined to be battery damage. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. No additional information is available.